Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the pad split in half and fell off (two pieces) into the patient.

Event description:
It was reported that during a lysis of adhesions procedure, the white pad came off the device. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch n93j6k. The device was returned with the tissue pad damaged, melted, and partially detached. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.